Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had their insulin changed by their doctor but the settings were not changed accordingly. The customer was advised to revert to their back-up plan and wait to talk to the doctor the following day for proper instructions on how what to set on the pump. No further assistance needed.